Event description:
Customer reported she experienced high blood glucose of 600 mg/dl last week. Customer had just received her insulin pump and trainer made her stay until her blood glucose lowered to 300 mg/dl. Customer called in to request assistance with inserting infusion set. Assistance was provided. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.